Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room. The blood glucose reading was over 800 mg/dl at the time of hospitalization. Customer stated that he slip on ice and hurt his back, buttocks and his insulin pump got damage during incident. Customer stated that the infusion set cannula was bent when it was removed at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.